Event description:
The patient reported that their doctor stopped their pump before an MRI in may and then turned it on again after the MRI. Since that time, their personal therapy manager (ptm) gave them prompts which they didn't understand, so the patient stated it wasn't working and left the ptm at the doctor's office. The patient also said "I've been hearing intermittent beeping and I feel like I'm going thru withdrawal." The withdrawal symptoms were unspecified. The type of medication and dose being administered via the pump were not reported. The patient was considering following up with the hcp. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.